Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, a polarxfit catheter was selected for use. During cooling of right superior pulmonary vein (rspv), the c-map decreased and a double stop was performed at -61 degrees celsius for 97 seconds. Afterwards, the phrenic nerve "could not be supplemented with twitching" before the cooling of the right inferior pulmonary vein (ripv); therefore, the ripv was treated with radiofrequency (rf) ablation. The procedure was completed with a new device. The phrenic nerve did not recover during the procedure. No medical or surgical interventions were taken. The device was discarded and therefore will not be returned for analysis.